Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during an angioplasty procedure, stent damage occurred. A guidezilla extension catheter was placed in an unknown lesion location then a 3.0x32mm promus premier stent was advanced within the guidezilla catheter. Resistance was encountered during advancement. The promus premiere stent became caught on the guidezilla catheter¿s entry port. The promus premier stent was removed and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.